Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during post-op of the reported product. Patient medical history includes ais. It was reported that, when the screws were checked after the surgery, they were deviated. The patient also developed neurological symptoms. Revision surgery was performed to explant and replace the screws. The levels implanted were left of l2/3/4 and a total of three screws were deviated. The reported screw was re-inserted during the reoperation. It was confirmed by postoperative CT imaging regarding deviation. It is unknown whether the cause was a screw deviation, but neurological symptoms have manifested. The procedure or technique performed during initial surgery was scoliosis correction and fixation and levels implanted were t4-l5. The number of days hospitalized was extended because of the repeat surgery. The status of patient was mentioned as recovering, the reported product was re-positioned during reoperation. No further complications reported.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55811015540, 510k # k122433 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.